Event description:
Note: this medwatch is being submitted as a result of the returned device evaluation. Visual examination of the device has revealed distal stent wires perforating the catheter's outer sheath. On february 27, 2007, it was reported to boston scientific coropration that during the placement of a wallstent enteral endoprosthesis in a female patient (patient age unk), "the stent distal edges were stuck in the outer sheath" and the stent would not deploy. The device was removed and the procedure was aborted. The patient had a prolonged hospital stay due to the inability to palliate her and ''other complications not related to this event".

Manufacturer narrative:
A visual examination of the returned device noted that the outer sheath was slightly retracted. Some of the distal stent wires were perforating the outer sheath. The shaft of the device was severely damaged, stretched and kinked distal to the t-bar connector. Due to the condition of the device, on attempt to deploy the stent failed. The root cause of the failure is unk. A review of the device history record (DHR) was performed on the pertinent lot: no anomalies noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The march 2007 15-month ng enteral complaint trend report, inclusive of all failure modes. Were reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.